Event description:
It was reported that a microclave¿ connector was found to have a crack during patient use. It was stated in the report that upon using the device, it was found that the connector was cracked. After replacing the new set, the therapy resumed properly without any impact. There was no patient harm reported.

Manufacturer narrative:
The complaint of cracks on item 01c-c3300 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) was performed, and no non-conformities were found that would have led to the reported condition on the complaint.